Event description:
It was reported that the pt was admitted to hosp in 10/1994 for scheduled coronary artery bypass surgery times four the next day. Post-operatively pt developed drainage from their left thigh donor site. Infectious diseases was consulted and cultures taken 10/1994 were noted by the physician as negative however culture report noted the final isolate 1 grew rare diptheroids and the final isolate 2 grew rare staphylococcus coagulase negative. Pt was discharged in stable condition.